Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the info received and without source documents or the material to perform chemical analysis, the root cause of the reported sealant misdeployment and occlusion could not be conclusively determined. In addition, it was reported that the balloon was not pulled back far enough when deployed. The mynx instructions for use (IFU) states: "while lightly holding the device handle to maintain adequate tension on the balloon catheter (to ensure the balloon is abutting the arteriotomy) ....detach shuttle and advance until resistance against the balloon is felt." There is no evidence to suggest that the mynx device did not meet specification or perform as intended per instructions for use. A review of the lhr was not possible as the lot number was not provided. However, product release as aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by an aci sales professional that a (B) (6) female pt in her (B) (6) underwent a diagnostic catheterization procedure (exact date unk). Following the procedure, the physician trained to the mynx, chose the device for femoral arterial closure. It was reported that the balloon was not pulled back far enough when deployed; however, hemostasis was achieved. One week post procedure, the pt presented with pain, had difficulty walking and no pedal pulses were detected. The physician assessed there to be sealant causing the occlusion. A vascular surgeon performed a cutdown endarterectomy and popliteal tibial bypass in the operating room. She was hospitalized for 48 hours then discharged without further complications.